Event description:
The pt had an elective ablation study. Underwent the procedure successfully but postoperatively when the sheath (fast-cath 6f hemostasis introducer) was pulled it broke off and was left in. Ultrasound and CT scan revealed the positioning. Vascular surgeon consulted, pt taken to surgery where he was able to snag the remaining catheter and remove it without harm to the pt. Pt was discharged home. FDA safety report ID# (B)(4).